Manufacturer narrative:
A 5a. Patient information - ethnicity: updated to hispanic or latino. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). No additional adverse patient effects were reported.

Event description:
Additional information reported that approximately two months following the implant of the valve, the patient presented to the emergency department (ed) due to loss of strength in the left side of their body. The patient was unable to speak. A deviation from the right corner of their mouth was noted. Hospitalization was required and computed tomography (CT) was performed. An ischemic stroke in the right cerebral artery was diagnosed. Per the physician, the stroke was not related to the valve and was not related to the valve implant procedure. During hospitalization a bronchoaspiratory respiratory infection, oral thrush and normocytic anemia occurred. A positive fecal occult blood test was obtained. Antibiotics, heparin and oxygen were administered. Per the physician, the valve nor valve implant procedure, caused or contributed to bronchoaspiratory respiratory infection, oral thrush and normocytic anemia with a positive fecal occult blood test. The patient was discharged after 17 days. The stroke was reported to be resolved with sequelae. The afib did not resolve three days after onset as had been previously documented. Subsequently, the patient died. Per the physician, it was unknown what the exact cause of the non-cardiac death was. However, the death was probably a result of the stroke, bronchoas piratory respiratory infection, normocytic anemia and afib.

Manufacturer narrative:
Updated data: h1 (death), h6 - annex a, annex d, annex e, annex f, annex g select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: {enveor-n; product lot/serial number: (B)(6); product type: {delivery catheter system (dcs)}; product ID: {ls-mdt2-2629}; product lot/serial number: (B)(6); product type: {compression loading system (cls)}. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information reported that three days following the implant of the valve, electrocardiogram (ECG) identified complete heart block (chb). No additional treatment was reported. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.